Manufacturer narrative:
A lot history review (lhr) of rewf0332 showed one other similar product complaint(s) from this lot number. The device had been returned to the MFR, at this time, for eval.

Event description:
It was reported that after more than five months of catheterization, the power catheter was allegedly found leaking inside the pt at 26 cm. Therefore the tube was reportedly removed.